Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient hit their head, resulting in a break in the lead. As such, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.